Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : during use needle injury: no other treatment: unknown were the returned items used? : yes if used, was anything adhered to it? : unknown returned quantity: 1 details of the event (timeline, history, etc.): residual needle on the pen side (not pierced into the core) immediate response desired. Additional information: npe was not completely attached properly to the pen and that is why the npe remained in the rubber stopper of the pen when they tried to detach the pen needle? It appears that npe was somehow stuck in the outer side of the target (not the center part of the rubber stopper) when the needle was attached to insulin pen and could not be smoothly removed after use. (And remained stuck) there are no information of priming issue, clog, or incomplete injection, however, from the addition information provided from our sales today, it seems that insulin dose were not administered properly as the symptom of hyperglycemia was confirmed after needle detach(separation) occurred.